Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was simply removed from the patient's body and it was then noted that the stent struts were slightly lifted. The procedure was completed with a 2.5x24mm synergy¿ stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage. The distal end of the stent was damaged with struts pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was simply removed from the patient's body and it was then noted that the stent struts were slightly lifted. The procedure was completed with a 2.5x24mm synergy stent. No patient complications nor injuries were reported.